Event description:
The consumer indicated that her tampon came apart and tampon pieces remained inside of her. She was able to remove the remaining pieces.

Manufacturer narrative:
The consumer indicated that she purchased two boxes of tampons and was not sure which box she was using at the time of this report. The additional lot code is aa206101b0231. The device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.